Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that customer experienced low blood glucose of 3 mmol/l and insulin pump had critical pump error with picture. Customer ate banana and current blood glucose of 5.6 mmol/l. Customer stated that customer received an error as there was no insulin, but it was full of insulin. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.